Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erratic magnesium (mg) results that were generated by the unicel dxc 800 pro synchron chemistry analyzer. The erroneous results were not reported out of the laboratory. The samples were repeated on an alternate instrument. Patient treatment has not been impacted in this event.

Manufacturer narrative:
Samples were plasma. No specific sample information was provided. Customer indicated that the qc has been acceptable and no reports have been made on system errors. A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse performed an initial inspection on the instrument and found that the wash vacuum probe needed to be replaced. The fse completed the replacement and verified top end chemistry cartridge (cc) alignments. The fse also replaced the cc sample probe, wash collar, and replaced the sample mixer. The fse discovered that the cc sample mixer wash station was plugged. The fse removed and cleaned the wash station. The fse then performed system checks and a carryover test and all passed within specifications. No further issues occurred for this event.